Manufacturer narrative:
Customer's product was returned and investigated. Returned transmitter was visually inspected and confirmed to have cracks in the battery door and thermistor area. Leak testing was also performed. The returned transmitter passed leak testing. (B)(4) .

Event description:
A customer reported they observed a crack in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in progress. A follow-up report will be filed once the investigation results are available. Remedial action (B) (4) was reported to the (B) (4) district office on 14 apr 2009.